Event description:
During a ptca procedure, the balloon catheter portion of the maverick2 monotrail ptca catheter broke. The break occurred at preparation and the device did not enter the pt's body. The lesion treated did not enter the pt's body. The lesion treated was in the circulflex (cx) coronary artery. The procedure was successfully completed with another of the same device. No pt injuries or complications were reported.

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.